Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the device had intermittent button response due to corroded express bolus, esc, and act buttons on keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown at the time of the event and last blood glucose was 114 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.